Event description:
It was reported that during an unk procedure, the stapler had a complete battery failure - no reloads were fired. The surgeon attempted to fire by had no power. He removed the battery and flipped it to try again with the same result. No patient harm was reported.

Manufacturer narrative:
(B)(4) date sent: 6/24/2024 b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 946c57 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review a manufacturing record evaluation was performed for the finished device batch number 946c57, and no non-conformances were identified.